Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This batch was created in 2009, files are only retained for 7 years, therefore no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had no expiration date on the label. The following information was provided by the initial reporter: "consumer stated, he did not see expiration date and wanted to know if and when do they expire. Stated, did not use the product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had no expiration date on the label. The following information was provided by the initial reporter: "consumer stated, he did not see expiration date and wanted to know if and when do they expire. Stated, did not use the product".